Event description:
The customer reported the following blood glucose, insulin treatment and carbohydrate intake history. When she changed her pod she realized that the cannula was "slightly loose." After activating the new device her bg decreased and she felt better.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the product condition. The customer observed that the cannula was loose in the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.